Event description:
A patient injected with bovine collagen in the nasolabial folds developed pruritus, erythema and edema. The physician diagnosed hypersensitivity to bovine collagen. The patient's symptoms resolved after 2 weeks. The physician reported 10 months later that oral benadryl was prescibed as a medical intervention at the time symptoms were active.